Event description:
It was reported that the patient had pain in the pain in the implantable cardioverter defibrillator (ICD) pocket. High thresholds were found on the right ventricular (rv) lead. The rv lead was explanted and replaced. The ICD was moved to a sub-muscular location and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable tachy lead (B)(6) 2013. (B)(4).